Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was advanced, and grasping was performed. However, after removing the gripper line the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.